Manufacturer narrative:
Product event summary: analysis confirmed the reported interrogation issue; intermittent telemetry. ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the system fan was noisy and the stylus pen tip was loose but functional.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the fan motor was noisy and there was intermittent interrogation. It was also reported the programmer was intermittently plugged into an exam table with plugins that had intermittent shorts and may have affected the programmers performance. The programmer was returned for repair. No patient complications have been reported as a result of this event.